Manufacturer narrative:
The manufacturer received information from a customer that the screen had turned red and a ventilator inoperative condition had occurred on a trilogy evo device. The sales representative informed the customer to replace the device with another one. There was no serious patient harm or injury that occurred or was reported. The trilogy evo was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the devices error code motor shutdown had indicated that the blower had stopped. The philips service technician determined that the blower or system printed circuit assembly (pca) board may have caused the issue to occur on the device. In conclusion, the device's system pca board and blower were replaced to address the issue. After the parts were replaced on the device, the philips service technician performed the final and run-in tests, along with the battery and valve checks. The philips service technician confirmed the device was operating properly, and it was cleaned.

Event description:
The manufacturer received information from a customer that the screen had turned red and a ventilator inoperative condition had occurred on a trilogy evo device. The sales representative informed the customer to replace the device with another one. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.